Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo ventilator while in patient use. There was no harm or injury reported. The trilogy ventilator was returned to the manufacturer service center for evaluation, and the reported alarm was not duplicated. During the evaluation an error code in relation to " internal or detachable battery is not charging due to a hardware fault for greater then 2 minutes" was recorded in the device event log. It was confirmed that a malfunction had occurred in the detachable battery charging system. In conclusion, it was determined that a failure had occurred either in the power management circuit or in the detachable battery, therefore, the system board, which controls power management and the detachable battery were replaced as preventive measures. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operates properly. The software version was checked (ver 1.06.10.00).